Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging "the logbook in the meter and the result on top was a result in may". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.